Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient was seeing a poor communication screen on their patient programmer. The patient was unable to communicate using their implantable neurostimulator recharger (insr) and hasn't been able to connect to their insr since (B)(6) 2016. The last time the patient felt stimulation was 2 weeks ago. The last successful recharge was unknown. The patient stated their battery depleted in april 2016. An appointment with the patient's doctor's office was scheduled for (B)(6) 2016.

Event description:
Additional information received from the consumer reported that she wasn't able to charge. The patient had met a manufacturer representative for a trickle charge and went home to do at least three physician mode recharges and still hadn't been able to recharge. The patient was getting the reposition screen and there was a possible antenna issue with the recharger and a replacement was sent.

Event description:
Additional information was received from the patient indicating there was an overdischarge. A trickle charge was attempted and the stimulator was still unresponsive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.